Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service engineer (fse) was sent to the customer site on june 22, 2016 to determine the cause of the incorrect patient sample being delivered by the advia 2120i with dual aspirate autosampler instrument on to a glass slide on the advia autoslide system. There were no error messages observed on either instrument at the time of the event. The fse cleaned and checked the alignment of the advia 2120i with dual aspirate autosampler's barcode and achieved 100% accuracy. The fse ran 10 samples and ran a smear of each one through the advia autoslide system. The slides were created correctly, with no issues observed. The instrument was handed over to the customer in a proper working condition. The cause of the incorrect patient sample being delivered by the advia 2120i with dual aspirate autosampler instrument on to a glass slide on the advia autoslide system is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
One patient sample with a low platelet count (thrombocytopenia) was run on the advia 2120i with dual aspirate autosampler instrument and a slide was produced on the advia autoslide system. The customer reviewed the slide and noted that the platelet count on the slide was inconsistent with what was reported by the advia 2120i with dual aspirate autosampler instrument. The results from the slide review were not reported to the physician. The patient sample was repeated on the same instrument and results agreed with the previously run results. A new glass slide was made and the slide agreed with the results that the patient was thrombocytopenic. It is unknown which patient sample was on the initial glass slide. There are no known reports of patient intervention or adverse health consequences due to the incorrect patient sample being smeared on a slide by the advia autoslide system.